Event description:
The patient was referred for generator replacement due to low battery. On the date of surgery, during the pre-operative diagnostics, it was noted that the patient's device showed high lead impedance (9000 ohms). The surgeon indicated he was not prepared to do a full revision that day and only replaced the generator. The explanted generator was discarded per explanting hospital policy. A lead revision was later completed. The explanted lead was also discarded per explanting hospital policy. No additional relevant information has been received to date.